Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low correlation with the inratio2 inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.2, laboratory inr: 2.0. The time between testing was two hours. Therapeutic range 1.8-2.5 for the patient. There was no reported adverse patient sequelae. There was no additional information provided.